Event description:
It was reported that the patient had a total right knee replacement due to infection.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown insert. Additional devices listed in this report:unkown tibia, unknown femur and unknown patella.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.